Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 164 mg/dl (7:03pm), 75 mg/dl (6:51pm), 250 mg/dl (6:50pm). Tests were done within 13 minutes with a difference of 63%. Pt did not experience any adverse events. No further info has been reported.